Event description:
It was reported that using a radial artery access approach during a procedure of the heavily calcified, heavily tortuous, de novo, distal right coronary artery (rca) the 3.0 x 18 mm multilink 8 stent delivery system (sds) was advanced but could not cross the lesion due to the patient anatomy. It was noted that outside the anatomy the sds shaft broke. There was no reported adverse patient effect. The device was removed without reported issue and a second unspecified device was used to complete the procedure without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.